Event description:
Dealer alleged that the manifold valve is sticking. Repair statement the unit was alarming or red light.

Manufacturer narrative:
During testing and repair at the service center, the unit was alarming/red light.  This was due to the manifold valve sticking led to the malfunction.